Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to incorrect plunger placement as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect plunger placement. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was molding defect resulting in significant effect on volumetrics. The following information was provided by the initial reporter. The customer stated: "when the nurse collected arterial blood for the patient to diagnose the condition, she found that the arterial blood collector did not reserve 1ml air space, which delayed the patient's blood collection time."